Manufacturer narrative:
This is a definitive report. According to the injecting physician, causality assessment of septic arthritis with artz dispo was "not assessable". Company comment: all of product batches passed with the release test including the sterility test before the product release. It is therefore highly unlikely that the product quality was related to the septic arthritis. Manufacturer's causality assessment is determined as "not related". The reported adverse event was not listed in the package insert and concerned lot number was not available.

Event description:
Unk - a male patient received an injection of artz dispo to knee for gonarthrosis. He had septic arthritis and was admitted to another hospital. His outcome was unknown.